Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 221 mg/dl. Tandem technical support performed a system check and determined that the cause of the occlusion was due to the cartridge. Reportedly, the cartridge was changed to resolve the issue.